Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was recorded the patient¿s trial leads migrated down to l1 and l2. The patient started trial (B)(6) 2014 and the leads were explanted the next day. There were no falls or trauma reported for the patient. It was noted that the "stay fix" used with patient's dressing, along with velcro, was loose on his back so that the dressing was not sticking to him. The patient did sleep on his stomach the night of the trial implant but it was unsure if that caused the issue. The patient did not have greater than 50% symptom reduction. No outcome was reported for this event and additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.